Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product- unknown set screw catalog#:unk lot#:unk, unknown product catalog#:unk lot#:unk, hfn lag screw 10.5mm x 115mm catalog#: 814510115 lot#:unk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that a patient underwent a hip fracture trauma nail revision procedure due to fracture of the nail. Attempts have been made, and additional information is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that a patient underwent a hip fracture trauma nail revision procedure due to fracture of the nail. Attempts have been made, and additional information is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Complaint sample was evaluated and the reported event was confirmed. The nail fractured at the lag screw hole. The visible fracture surface artifacts suggest fatigue fractures may have initiated on the lateral side and proceeded to the opposite side. Longer lower fracture surfaces show post fracture damage. The distal screw slot and hole shows contact wear marks likely from contacting bone screws during their insertion. Material analysis confirms the nail material is conforming DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.